Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an unable to proceed alert during a rewind attempt even with no supplies installed, and the issue persisted after supply changes and a dry run, indicating a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with the reported behavior. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.